Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported that a 61-year-old male patient on impella device experienced some flow inconsistencies which the medical staff was unable to resolve by repositioning the device. Decision was made to explant the pump and insert a new one.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-02703 was provided in section h6. Note: corrected information provided in h6 is an addition to previous coding.

Event description:
The procedural outcome noted that the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The investigation into the positioning issues has been completed. The device was not returned for benchtop evaluation and investigation. Based on clinical description and data analysis, data logs show the spike in motor current followed by the low pump flow. Also, several motor current spikes were reported at the end of the case while running on low p-level. The cause of the low pump flow issue was most likely biomaterial.